Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the specific date is unknown, the device¿s manufacturing date is august 2019. Based on the results of the investigation, the provided photos confirmed that the distal tip was partially broken, with a missing fragment. However, the potential causes of the reported failure could not be determined. Furthermore, ceramic tip fracture had been addressed in CAPA-100741. In march 2014, to remediate the tip fracture, a design change in material and geometries of the tips were implemented. The new tip material has been successfully validated for production release. The event can be detected/prevented by following the instructions for use (IFU) which state: "warning: always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding." This supplemental report includes a correction to d4, e1, e2, and g2 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the non-cf resectoscope metal brown beak sheath was damaged and chipped when a foreign object was noted on the display screen during a therapeutic, transurethral resection of a bladder lesion. The object was found to be a fragment of the sheath. Another device was used to retrieve the fragment and the procedure was completed using a similar device. This caused a minor delay and a minor extension of the general anesthesia. There were no additional reports of patient impact.